Manufacturer narrative:
Balloon: gtin: (B)(4), catalog: 72400024, serial: (B)(4), manufacture date: 06/06/2017, expiration date: 05/22/2022. Cuff: gtin: (B)(4), catalog: 72400160, serial: (B)(4), manufacture date: 06/23/2017, expiration date: 06/14/2022.

Event description:
It was reported that following the implantation of the an ams800 artificial urinary sphincter device, the patient experienced recurring incontinence due to unsuccessful pump activation. Attempt to activate the sphincter without success. When the pump was fully compressed from the scrotal sac, it did not present complete, partial repletion, and the patient remained incontinent. The device was replaced on (B)(6) 2018 due to infection. No further patient complications were reported in relation with this event. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.